Event description:
It was reported that there was a lead safety switch (lss) from bipolar to unipolar sensing configuration on this pacemaker system due to the right ventricular (rv) lead pacing impedance being greater than 3000 ohms. This value was high out of range. It was noted that this system exhibited oversensing of the myopotential noise in unipolar. This was resolved with reprogramming at in-clinic follow-up. No adverse patient effects were reported. Currently, this pacemaker system remains in service.